Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, low, out of range, high voltage lead impedance was observed. Lead issue was suspected. Lead revision and test shock were suggested. No patient symptoms were reported.

Event description:
New information received notes that high, out of range, defibrillation lead impedance was observed. Upon opening the pocket, lead externalization was noted. The lead was capped and replaced on (B)(6) 2021. The patient's condition was stable.